Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station lost communication on all channels after they pushed the key to initiate an "all strips" report. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the hard drive in the server (serial number (B)(4)). She attempted unsuccessfully to load software on the server. After replacing the cd-rw drive, she was able to load the software. The system was tested to factory specs. It functioned normally and was returned to use.